Manufacturer narrative:
Correction to field h6: patient codes.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals from a procedure. Technical services (ts) reviewed the reports and noted a sudden increase on the right ventricular (rv) lead channel. The pacing impedance remained within limits. Ts stated a potential reason. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals from a procedure. Technical services (ts) reviewed the reports and noted a sudden increase in impedance on the right ventricular (rv) lead channel. The rv lead is a non-boston scientific product. The pacing impedance remained within limits. Ts stated a potential reason. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.